Event description:
It was reported that on a brevera procedure with an atec cannister on (B)(6) 2024, the tech reported that the system displayed an error related to vacuum system not at required pressure when the needle was inserted into the patient´s breast and fired. No samples could be obtained, and the system was unable to be reconnected and the patient was rescheduled for a new procedure. A field engineer examined the equipment and it was determined that the canister was not sealing correctly as expected which caused the vacuum error on the system. No other information available.

Manufacturer narrative:
H6: component code appropriate term/code not available: code suggested: canister. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.